Manufacturer narrative:
The unit had an intermittent esc and act button response due to a corroded keypad. There was no button error alarm, no unexpected numbers ramping or scrolling, and no moisture damage on the electronic assembly during testing and visual inspection. The unit had a minor scratched lcd window, a cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer called in to report a button error alarm. The customer reported moisture exposure and moisture in the display. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.